Manufacturer narrative:
Type of reportable event-corrected. Device evaluated by MFR the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Method code added. Result code updated. Conclusion code updated. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
A vicmo12.6, 12.6mm implantable collamer lens, diopter -14.0 was returned. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please disregard previous statement. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.0 into the patient's right (od) eye. On (B)(6) 2018 the lens was explanted due to excessive vault, lens dislocation/subluxation, pupil block, and elevated iop. The surgeon also reports enlargement of pi. Reportedly, the problem is resolved.